Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent graft remains implanted. The investigation is currently underway.

Event description:
It was reported that there was stenosis within the endovascular stent graft. Pta was performed, resolving the stenosis and restoring flow through the stent graft.